Manufacturer narrative:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.